Manufacturer narrative:
The reported complaint of an over infusion was not confirmed after review of the logs or while testing the device during the investigation. . Inspection: the female and male iui cavities on the rear case were noted with slight amounts of dried fluid ingress. The rear case bottom front area and adjacent bezel area were also noted with dried fluid ingress. Based on analysis results derived from the system logs, it is suspected that the reported infusion occurred between 5:21 pm and 6:32 pm on (B)(6) 2019. During this time, concomitant pump module s/n (B)(4) (channel a) and pump module s/n (B)(4) (channel c) were also infusing. Functional testing showed no anomalies, the device was within specification. The returned administration set was observed without damage or any issues which may have resulted in an over infusion. Silicone segment measurement results found the returned set within specifications. The root cause of the customer¿s experience with an over infusion was not determined.

Event description:
It was reported that a 250ml IV bag of 0.9% ns with 2.88ml of methylprednisolone was programmed to infuse at a rate of 10.4 ml/hr over 24 hours. Approximately 1 hour later the IV bag was found to be empty. The patient had been admitted to the hospital with pneumonia and septic shock. The patient reportedly required an increased frequency of fingerstick blood sugar (fsbs) monitoring. Information regarding the values of the patient's blood glucose and if any treatment was rendered was not provided. No other adverse effects were reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a 250ml IV bag of 0.9% ns with 2.88ml of methylprednisolone was programmed to infuse at a rate of 10.4 ml/hr over 24 hours. Approximately 1 hour later the IV bag was found to be empty. The patient had been admitted to the hospital with pneumonia and septic shock. The patient reportedly required an increased frequency of fingerstick blood sugar (fsbs) monitoring. Information regarding the values of the patient's blood glucose and if any treatment was rendered was not provided. No other adverse effects were reported.